Event description:
It was reported that the iab was inserted via the left femoral artery and connected to the pump. The pump experienced multiple alarms; helium loss, high pressure and kinked catheter. Because of the alarms, the pump was exchanged, but the alarms continued. The iab was then removed without any patient complications. A replacement iab was not considered necessary.